Manufacturer narrative:
The pod was received undeployed, but was deployed after opening the pod during investigation. Both priming sequences had been completed. In the data, there was a sudden pulse width decrease when second prime started, and then the pulse widths stayed low. This indicates that the hook talons were slipping on the ratchet gear. One ratchet gear tooth on both the top and bottom wrung was damaged. When an external voltage source was used to alternatively energize the sma wire segments, the hook talons could not catch the damaged teeth, and only slid over the ratchet gear. The mark make at the initial ratchet gear position before the needle was manually deployed indicates that the hook sensor was positioned over these teeth before the pod was deactivated.

Manufacturer narrative:
The device was returned to the manufacturer and is pending evaluation. A supplemental report will be submitted upon completion of this activity. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose: chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient applied a pod but the needle mechanism never deployed. Blood glucose levels were not affected. The pod was not worn.